Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe when removing the shield. This occurred with 2 syringes during use. The following information was provided by the initial reporter: "consumer reported found 2 syringes when removed needle shield, the needle assemble goes off with shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe when removing the shield. This occurred with 2 syringes during use. The following information was provided by the initial reporter: "consumer reported found 2 syringes when removed needle shield, the needle assemble goes off with shield"

Manufacturer narrative:
H6: investigation summary : customer returned (2) 0.5ml syringes. No visual defects were found during visual inspection. A review of the device history record was completed for batch# 1347490. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle hub separation. Root cause cannot be determined at this time as the issue is unconfirmed.